Event description:
Pt's original stent was 2005, with a taxus express2 otw implanted in 90% ostial lad at its origin from left main coronary artery. Discharged on asa and plavix. Second coronary event occurred in 2007. Pt had spontaneously stopped asa and plavix 2 weeks prior. Films reveal patent lad stent, but a very large thrombus of 70% occlusion of proximal circumflex at it's origin from left main. Angiojet performed. In late 2008, pt admitted for elective robotic prostatectomy, asa and plavix having been stopped 10 days prior in anticipation of surgery. Surgery progressed uneventfully until 30 min. To finish. Sudden drop in blood pressure with st elevation, immediately progressing to ventricular tachycardia/ventricular fibrillation arrest. Chest compressions and resuscitative efforts begun by anesthesiology reverting to agonal ventricular rhythm. With concern for myocardial infarction, pt was taken from or to cath lab with CPR in progress for salvage procedure. Films reveal totally occluded left main coronary artery consistent with thrombus, timi grade 0 distal flow. At this point, CPR had been in progress for 1 hour. Pulmonary critical care physician, surgeon, anesthesiologist, cardiologist agree that further resuscitation attempts are futile. Emergent coronary vessel grafting and possible angioplasty were considered, but felt that pt had no reasonable prospect for neurologic recovery, and efforts were terminated.